Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation. The root cause of the reported problem was determined to be software failure. No repairs were made as a software problem does not involve any hardware. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with failure code 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.